Manufacturer narrative:
Corrected h6 health effect clinical code: changed from cognitive changes and corrected to ambulation difficulties.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported wearing the pod on the arm for approximately 5 to 24 hours. The night prior to the event, blood glucose (bg) was reported as normal, and a bolus of 6.4 units was administered. The following day, bg increased up to 17 mmol/l (306 mg/dl), accompanied by symptoms of lightheadedness, impaired coordination, and loss of consciousness. An emergency room visit occurred on (B)(6) 2026, where elevated bg and presence of ketones were confirmed via bg meter. Treatment included fluids and honey, with stabilization after approximately 3 hours. Diagnosis included hyperglycemia and decreased blood pressure. Patient reported removing the pod and applying a new pod prior to seeking medical attention. Patient alleged the pod was not working. Upon removal, the cannula was visible and described as dislodged, with a small amount of blood and insulin observed. Adhesive was reported as secure. The pod was worn during medical attention.